Event description:
According to the reporter, on (B)(6) 2017, during laparoscopic radical surgery for lung cancer, the device had poor staple formation and the distal staple line was incomplete when being applied on the pulmonary artery. They used clamps to hold the vessels to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical surgery for lung cancer, the device had poor staple formation and the distal staple line was incomplete when being applied on the pulmonary artery. They used clamps to hold the vessels and changed the device to complete the case. There was no injury caused to the patient and no medical intervention was required.